Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 6/28/2016 with the following findings: during testing, the battery compartment was found to be cracked at the case seal below the bumper and the display screen was observed to be dim and discolored. Unrelated to the initial complaint, it was observed that the u-groove of the pump was damaged and a test clip was not able to securely attach to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on 6/28/2016.